Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel, as consequence of allergic reaction to nickel derived from components of product") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), mental disorder ("psychological sequels"), musculoskeletal pain ("muscle and joints pain"), insomnia ("insomnia"), dyspareunia ("sexual dyspareunia"), anxiety ("anxiety"), metrorrhagia ("metrorrhagia"), swelling ("swelling"), pelvic pain ("pelvic pain") and quality of life decreased ("her life quality decreased"). The patient was treated with surgery (essure had to be removed through laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, mental disorder, musculoskeletal pain, insomnia, dyspareunia, anxiety, metrorrhagia, swelling, pelvic pain and quality of life decreased outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, dyspareunia, insomnia, mental disorder, metrorrhagia, musculoskeletal pain, pelvic pain, quality of life decreased and swelling with essure. The reporter commented: the patient required days of incapacity, loss profit and aesthetics damage. Additional to previously mentioned physical damages, patient has suffered psychological sequels, and her life quality, as well as her personal and familiar relationships have been affected as consequence of secondary effects of product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 420 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel, as consequence of allergic reaction to nickel derived from components of product') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), mental disorder ("psychological sequels"), musculoskeletal pain ("muscle and joints pain"), insomnia ("insomnia"), dyspareunia ("sexual dyspareunia"), anxiety ("anxiety"), intermenstrual bleeding ("metrorrhagia"), swelling ("swelling") and pelvic pain ("pelvic pain") and was found to have quality of life decreased ("her life quality decreased"). The patient was treated with surgery (essure had to be removed through laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, mental disorder, musculoskeletal pain, insomnia, dyspareunia, anxiety, intermenstrual bleeding, swelling, pelvic pain and quality of life decreased outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, dyspareunia, insomnia, intermenstrual bleeding, mental disorder, musculoskeletal pain, pelvic pain, quality of life decreased and swelling with essure. The reporter commented: the patient required days of incapacity, loss profit and aesthetics damage. Additional to previously mentioned physical damages, patient has suffered psychological sequels, and her life quality, as well as her personal and familiar relationships have been affected as consequence of secondary effects of product. Most recent follow-up information incorporated above includes: on 21-mar-2022: reporter information updated .annex f and e updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel, as consequence of allergic reaction to nickel derived from components of product') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), mental disorder ("psychological sequels"), musculoskeletal pain ("muscle and joints pain"), insomnia ("insomnia"), dyspareunia ("sexual dyspareunia"), anxiety ("anxiety"), intermenstrual bleeding ("metrorrhagia"), swelling ("swelling") and pelvic pain ("pelvic pain") and was found to have quality of life decreased ("her life quality decreased"). The patient was treated with surgery (essure had to be removed through laparoscopy on 5-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, mental disorder, musculoskeletal pain, insomnia, dyspareunia, anxiety, intermenstrual bleeding, swelling, pelvic pain and quality of life decreased outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, dyspareunia, insomnia, intermenstrual bleeding, mental disorder, musculoskeletal pain, pelvic pain, quality of life decreased and swelling with essure. The reporter commented: the patient required days of incapacity, loss profit and aesthetics damage. Additional to previously mentioned physical damages, patient has suffered psychological sequels, and her life quality, as well as her personal and familiar relationships have been affected as consequence of secondary effects of product. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel, as consequence of allergic reaction to nickel derived from components of product') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), mental disorder ("psychological sequels"), musculoskeletal pain ("muscle and joints pain"), insomnia ("insomnia"), dyspareunia ("sexual dyspareunia"), anxiety ("anxiety"), intermenstrual bleeding ("metrorrhagia"), swelling ("swelling") and pelvic pain ("pelvic pain") and was found to have quality of life decreased ("her life quality decreased"). The patient was treated with surgery (essure had to be removed through laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, mental disorder, musculoskeletal pain, insomnia, dyspareunia, anxiety, intermenstrual bleeding, swelling, pelvic pain and quality of life decreased outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, dyspareunia, insomnia, intermenstrual bleeding, mental disorder, musculoskeletal pain, pelvic pain, quality of life decreased and swelling with essure. The reporter commented: the patient required days of incapacity, loss profit and aesthetics damage. Additional to previously mentioned physical damages, patient has suffered psychological sequels, and her life quality, as well as her personal and familiar relationships have been affected as consequence of secondary effects of product. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.